Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The size 29 sleeve did not fit onto a size 2 tray. The diameter of the sleeve was significantly different from the trial diameter.